Manufacturer narrative:
The available information indicates that the 91496-module recognized an episode of bradycardia that transitioned to asystole. The absence of any alarms during this episode and the presence of trend data showing a 0 hr indicate that ECG alarms were disabled. This report is complete and this particular issue is considered to be closed. H3 other text: placeholder.

Event description:
Spacelabs received a report from the biomed that on (B)(6) 2021, that there was a failure to alarm asystole at central and at the bedside. A patient injury was reported. Update; no patient injury was confirmed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report from the biomed that on (B)(6) 2021, that there was a failure to alarm asystole at central and at the bedside. A patient injury was reported.